Manufacturer narrative:
The device associated with this reported event was not returned for examination. Review of provided x-ray images confirmed the reported device fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received. Clinical der indicates that the patient was revised to address a loose femoral adapter bolt. This event meets the definition of serious and is considered moderate. It is definitely related to device and definitely not related to procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic femoral loosening at the cement-implant interface secondary to a broken adapter and adapter bolt. Cement manufacturer is unknown.